Event description:
It was reported in a journal article that one patient experienced implant loosening at follow up on an unknown date. Unknown what treatment was provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: (B)(6) 2019 to (B)(6) 2023. D10: wagner stem, stryker cement. Citation: villa jm, hosseinzadeh s, rajschmir k, manrique-succar j, higuera-rueda ca, riesgo am. (2025). A comparative analysis of 1.5-stage stem hybrid fixation versus two-stage exchange arthroplasty for periprosthetic hip infection: is a 1.5-stage exchange equivalent? The bone & joint journal, 107-b (6 supple b):62-69. Doi: 10.1302/0301-620x.107b6.bjj-2024-1088.r1. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Pictures were provided in the ja, however it is unknown if they are related to the patient reported in this complaint. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined for the loosening. Off label use was identified within the ja, as the components were placed in a patient with a known infection. An example IFU for zb products states: in IFU "it is noted under the contraindications section that devices are not to be used in any active or suspected infection in or about the hip." Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information at the time of this report.